Manufacturer narrative:
MFR received date: 03 sep 2019. The touchscreen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed into the fi test ventilator to verify & test its functional integrity. The ul_lr and ur_ll resistance and resistance ratio were out of specifications. Fault was found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01july2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touchscreen to address and correct this reported event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The customer reported a ventilator with a touchscreen failure. No patient harm or involvement.